Manufacturer narrative:
Based on technician statement, the two front wheels no longer work properly. Brake cables were ordered to resolve the issue. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels. The ventilator can be attracted to the mr scanner if the wheels are not locked. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to brake cables.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's wheel was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).